Event description:
A customer reported that the cartridge used with their insulin pump was damaged, specifically at the fill rod. The issue occurred each time the customer loaded the cartridge, with a total of 25 instances since they began using the pump. There was no adverse impact to the customer¿s blood glucose level. The customer successfully changed the cartridge and resumed insulin therapy, although the damaged cartridge was not returned.